Event description:
The pt had a mr exam. He was scanned head first while lying partly on the left side with the right arm extended past the head into the bore. The sense cardiac coil was on his left upper arm with the cables routed over the chest and right side. Six days after the examination, the hospital was notified that two second degree burns were found on the bottom right side of the pt's rib cage.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number, (B) (4) to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.